Manufacturer narrative:
Additional repairs outside the recall repair were addressed. The device was repaired, retested, and released back to the customer. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Lvp bezel recall 2019- 11/18/2019 12:39:08 sandra j mcdonald (smcdonal) lvp door latch recall 2017 patrick rogers - biomed 858.966.4911 progers@rchsd.org 11/25/2019 14:49:16 allan dulay (adulay) est - rcl to mnr 12/17/2019 08:19:27 lauryne wasan (lwasan) npi confirmed updated from rcl to mnr for the minor repairs needed per allan dulay, service tech. Repair approved by pina melo, purchasing agent, at pmelo@rchsd.org for $230. Use new po# 625690 12/30/2019 07:04:21 christina castaneda (chcastan) 1001901734530009212300142189289990 01/13/2020 13:34:22 joseph kuhls (jkuhls) during the repair process, it was determined that the original problem code should have been brok (broken damaged) for complaint trending purposes file reopened to add track wise pr number to the device data field. This file was initially classified as a level 3 non-complaint for preventative maintenance, upgrade, reconditioning, customer inquiry, or recall which do not require customer advocacy quality review or a no patient involved statement. This file contained documentation of product deficiency allegations, and/or repairs (which may or may not have been performed) that are out-of-scope with the initial level 3 non-complaint. Such documentation upgraded the file to a level 2 complaint, which required a level 2 customer advocacy quality review.